Event description:
It was found the hand piece no longer meets specs for frequency, impedance and phase margin. Device was used during an unknown procedure. Another hand piece completed case. No pt consequence.